Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced high blood glucose levels upto 390 mg/dl with large ketones on (B)(6) 2026. The patient also experienced symptoms of bleeding at site location, vomiting, nausea and pain in the stomach. The patient was treated with mdi (multiple daily injections).